Event description:
It was reported that 7-12 days after a tonsillectomy procedure using the evac 70 xtra with the coblator ii surgery system, the patient experienced a post operative re-bleed. No information was provided to indicate the controller settings at the time of use or if there were coagulation issues with the wand, therefore, the facility is unsure if this issue is attributed to the wand or the controller. No further information was provided concerning the treatment for the re-bleed, however, no other complications were reported as a result of this event.